Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the keypad controller pcb (0670-00-1145) after determining that it was defective. The fse tested all functions of the machine and found it to be working satisfactorily. The iabp was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is not working properly. There was no patient involvement.